Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer observed an issue with universal surgical manipulator (usm) 4 during the first procedure of the day. The customer had arm errors when usm4 was moved. The technical service engineer (tse) confirmed error 23008 on usm4 axis 8 in the logs. The customer confirmed that the procedure was successfully completed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer explained that they were called in after the issue occurred. The customer stated the issue occurred during the procedure. They had tried to use the fourth arm when it would not work. Troubleshooting was performed but the customer could not explain exactly what was performed. The customer informed that the procedure was completed without using this arm. The customer stated that the arm did not work at all during the procedure. The customer explained that a field service engineer (fse) has since been on site and they have had no issues with the arm since the visit. Patient demographic information was requested but not available.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found that universal surgical manipulator (usm) 4 would fault when clutched or when the sterile adaptor was seated. The fse replaced the usm to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted following completion of the failure analysis testing, and if any further details are obtained. A log review confirmed the procedure date of (B)(6) 2022 on system (B)(4). No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. The usm returned for failure analysis and the reported failure of error 23008 was confirmed and replicated. The unit was tested on an in house system and failed normal mode as it triggered 23008 error. Remote fe logged errors 23008 & 23137 pointing to dof 9. The unit went through testing and passed direction tests, chipencoder virtual absolute (cva) characterization, sensors check, brake hold, brake release, friction test, carriage friction test & advanced brake, but failed c. Lissajous, sine cycle, carriage strength c. Sensors check on dof 9. The isa printed circuit assembly (pca), top plate will be replace & carriage will be upgrade to -16 as a fix to the reported problem.

Event description:
Refer to h10/h11 for follow-up information.